Event description:
(B)(6) healthcare was notified on an incident involving a bath safety device on (B)(6). While using the unit the patient fell in bathtub exacerbating an existing broken ankle. On (B)(6) the end-user's mother reported "my son went to the doctor and had a plaster cast put on his leg at the appointment that we discussed, however he is experiencing some further issues and has to return to the doctor on (B)(6) 2021 to address the pain and try to find the cause of the increased difficulty at this time". The patient was prescribed tramadol for pain. The unit has not been returned for evaluation and no additional information is available at this time. Drive devilbiss healthcare is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.